Event description:
It was reported that there was a shocking or jolting sensation. The patient felt a shocking sensation between her shoulder blades when stimulation was turned off. This occurred about a month prior to this report and then again 2 weeks after the first incident. The patient fell on her rear a week ago. No known accident or incident occurred that was related to this complaint. The patient had an appointment with their healthcare provider (hcp) on 2015-(B)(6). Follow-up was performed to determine if any troubleshooting occurred, the cause had been determined, an intervention occurred, the issue was resolved, and the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).